Manufacturer narrative:
Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a healthcare practitioner that a patient had a hypoglycemic event where they passed out at work due to low blood glucose levels (less than 70 mg/dl), missing dexcom alarms as her phone was in her purse. No medical attention or emergency medical technicians (emt)s were required. After three attempts to reach patient for more information, the task was closed, and an email with resources was sent. If additional information becomes available later, a supplemental report will be submitted.